Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed, and the outer insulation of the lead developed a breach due to a depression while in vivo. Concomitant product: addrs1 ipg, implanted: (B)(6) 2016. The initial reported event was received on 2016-08-27. Of note, the serious injury of infection is normally submitted via an alternative summary report that would have been submitted on 2016-10-31. Information was subsequently received on 2016-10-26 and revealed an out of specification analysis. This event no longer qualifies for summary reporting and is therefore being submitted as a bimonthly timeframe regulatory report.

Event description:
It was reported an infection occurred. It was further reported the organism was identified as methicillin-resistant staphylococcus aureus. The implantable pulse generator (ipg) system was explanted and the patient treated with antibiotics. The leads were returned, analyzed and tested out of specification. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.